Event description:
The customer reported over-correcting a high blood glucose of 200 mg/dl, and falling to 36 mg/dl. The customer reported treating the low with orange juice. The customer was upset and did not completely troubleshoot, but stated she would speak with her doctor about the insulin pump settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.